Event description:
It was reported that the device was used during a thoracotomy procedure. It was reported by the rep that the surgeon used the new tsg45 instrument and the anvil became loose. This was right out of the package. The surgeon fired once, and everything was fine. When the instrument was reloaded, it was found that the anvil would not open and was very loose. A new instrument was used and the case completed. There was no consequence to the pt.